Manufacturer narrative:
The site has indicated that the pump remains implanted and that the controller has been received and is awaiting further analysis. Device remains implanted.

Event description:
Approximately three months post heartware vad implantation, it was reported that the patient presented to the site after being unable to secure a power source to port one of the controller. The site visually inspected the controller revealing that the issue was due to a bent pin after which the site proceeded by performing a controller exchange. There was no reported patient injury as a result of this event.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient had a controller that he could not connect a battery or ac adapter to one of the power ports due to a bent pin. The controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications. The controller fails visual and functional testing as a result of a broken pin on the power source connector one (1). The damaged port was unable to transfer electrical signal from the battery or ac power source to the controller rendering it ineffective. The root cause for the 'poor mechanical connection' event was found to be a damaged pin on a power source connector, most likely a result of improper handling, material durability and assembly interferences. The manufacturer has an open internal investigation to evaluate these types of issues. Z-1698-2015: a field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).